Event description:
Patient was treated with zyplast in the lower vermillion border and 1 day post treatment presented with cold sores in the treatment area as well as inside the lower lip. The physician prescribed acyclovir for the cold sores.